Manufacturer narrative:
Exemption number: e2015015.

Event description:
(B)(4). The dentist reported that 4 months after the dental implant was installed in intraoral region #8 it was verified its non- osseointegration . Sixty (60) ncm of primary stability was achieved and immediate load was executed. Patient presented bone type iii and bone graft was executed.